Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart alarm. Customer¿s blood glucose was unknown at the time of incident. Customer also stated that the insulin pump alarmed unexpected restart again during troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
The device was received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify unexpected restart error alarm due to failed battery test.